Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that during an intraocular lens (iol) implant procedure lens scratched noticed. The iol was exchanged with backup lens during initial procedure with no patient harm. Additional information was requested and received.

Manufacturer narrative:
The lens was not returned for an evaluation. Only the opened carton was returned with the extra labeling stickers. Product history records were reviewed and the documentation indicated the product met release criteria. The use of qualified associated products was indicated. The product investigation could not identify a root cause for the reported complaint. Only the opened carton was returned. The lens was not returned to evaluate. The manufacturer internal reference number is: (B)(4).